Event description:
It was reported that "when tested by the doctor prior to use it started malfunctioning as the jaw stopped working due to jaw misalignment before clip was reloaded". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).the sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective medical device was produced at the tecomet, inc kenosha wi facility as part of a combined 50 pc. Lot in june of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. This instrument has not been returned for review or evaluation, but customer provided picture shows an individual holding a 544965 applier, and it appears that the tips could be slightly loose and misaligned with each other. We are unable to determine what may have caused the alleged defect or fully validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when tested by the doctor prior to use it started malfunctioning as the jaw stopped working due to jaw misalignment before clip was reloaded". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in june of 2023 from lot number 06j2253867. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A thorough visual and functional inspection was conducted, revealing that the jaws and outer tube were misaligned and bent, leading to the rivet becoming dislodged. This malfunction resulted in the jaws detaching from the outer tube, causing misalignment that prevented proper loading of the clip, thereby rendering the device nonfunctional. While the exact cause of the misalignment and rivet dislodgement could not be conclusively identified, excessive force during use at the end user's facility is suspected. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.